Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that the patient underwent an ion lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The target spiculated pulmonary nodule measured 1.8 × 1.2 × 1.0 cm and was located peripherally within the lingula in a subpleural position. The pneumothorax measured 18 mm. It is unclear how the pneumothorax was identified. A pigtail catheter was placed, and the patient was observed in the hospital for three nights. The pneumothorax resolved, and the patient was discharged home; the patient is currently at home and reported to be doing well. According to the physician, the pneumothorax was likely attributable to the peripheral/subpleural target location and underlying emphysema, and the patient was considered high risk for pneumothorax; the physician also stated the pneumothorax would likely have occurred with another biopsy modality.